Manufacturer narrative:
The reported event was confirmed as the product was returned and examined. The centralizer was fractured into two pieces and the fracture occurred along the axis of symmetry. This can be observed in the attached photos. The remainder of femoral stem part # 00785001300 was not returned. The product was manufactured in aug 2016 and the event occurred in (B)(6) 2016, so the product was damaged within a month of transit. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The likely condition of the product when it left zimmer biomet is cannot be determined as there is no enough evidence to show that centralizers were packaged exhibiting damage from zmbv. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the stem was found broken prior to implantation.